Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of available medical records. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4) ) in order to identify potential adverse trends. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product(s): 00801803202- femoral head 12/14 taper- 61774841; 00620205222- shell porous-61642583; 00630505032- liner standard 32 mm- 61609431; 00771301100- modular femoral stem- 61743307. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00069 - 1. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient underwent a revision procedure approximately 8 years post implantation due to pain and elevated metal ions. During the revision, corrosion was noted at the head/neck trunnion. The femoral head was replaced; all other components were left intact. Attempts have been made and additional information on the reported event is unavailable at this time.